Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and possible programming options for this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received an inappropriate shock and anti-tachycardia pacing (atp) therapy due to supra-ventricular tachycardia (svt) which resulted in therapy exhaustion. No adverse patient effects were reported.